Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device was interrogated while still in ship mode. The battery status was noted to be 2.64 mv and the gas gauge was three-fourths to empty. The device's use before date (ubd) was october 11, 2006, and the packaging was unopened.